Event description:
Discrepant results with the blood glucose monitoring device and a valid lab comparative. Reporter stated the first device result was 50 mg/dl at 0620 and second device result was 166 mg/dl which she was unsure if pt was fasting or if both tests were from one fingerstick sample. Reporter indicated a lab test measured 30 mg/dl at 0648. However, it was not known when the sample was drawn before testing. Reporter stated the pt was admitted to the hospital as a hypoglycemic, non-insulin dependent diabetic. Reporter stated no treatment was given to pt as a result of the device reading. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.